Manufacturer narrative:
Iris field service engineer was sent to the customer location and replaced the specimen filter which did not resolve the customer issue. The fse then replaced the evacuation bypass valve p/n: 700-3880 to resolve the issue. The fse reran controls and the controls passed. The system was operational. (B)(4).

Event description:
The customer reported an intermittent positive control failure on their iq200 instrument. The customer stated the positive control is coming low. The customer tried cleaning and replacing the sample filter but the controls still failed.